Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.   (B)(4).

Event description:
It was reported that the filter bag has a hole-like defect. The target lesion was located in the right internal carotid artery. A 190cm filterwire ez¿ was selected for use. During the procedure outside the patient, the filterwire was taken from the protecting hoop but the filter bag was found to be damaged with a hole-like defect. The procedure was completed with another of the same device. No patient complications reported.